Event description:
Two devices. It was reported that one heartstring iii proximal seal system would not load properly, and one deployed wrong. Lot numbers: 3000440202 (exp. 12/04/2025); 3000406469 (exp. 7/3/2025).